Manufacturer narrative:
(B)(4). Final device analysis of the implantable pulse generator (ipg) (B)(4) revealed no anomalies, ipg is functionally okay. There was good stable output on every electrode pair referenced to the #0 electrode using the pt's lead configuration and the output matched the programmed settings. Final device analysis of the lead (B)(4) revealed the #2 conductor wire broken inside of the connector sleeve. The outer insulation was cut and exposed the break. The #2 circuit was open and no shorts were seen. Final device analysis of the extension (B)(4) revealed no significant anomalies. The extension was okay but cut through (suspected explant damage). The continuity was acceptable with no shorts seen. Final device analysis of the ipg plug revealed no anomalies.

Event description:
It was reported that there was a recharging issue and that the pt requested removal of the device system due to pain at the implant site (abdomen) and need for an MRI. It was uncertain if device problem was related to symptoms. Health care provider reported there was no device malfunction and a full work up revealed no cause for lower abdominal pain at ipg site. No MRI was actually needed. After removal, the pt's pain was much less. The pt recovered without sequela.